Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system shut down (went into standby mode) at 189,100 joules of use; no error messages were received. The procedure was completed using a second fiber. Pt outcome: "ok, no harm to pt."

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap. Mild devitrification at the output window of the glass cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap condition may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.